Event description:
The customer contacted stryker to report that their device failed to charge. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was unable to verify and unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. A review of the device data indicates that at device time 03:40:16pm to 03:40:25pm, the patient presented with a shockable rhythm; however, defibrillation was not provided. In the medical judgment of these reviewers, it is reasonable to conclude the device use may have contributed to the patient¿s outcome.